Manufacturer narrative:
Findings: all buttons functioning properly no damage on the keypad assembly and the connector on was locked properly during visual inspection. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a keypad anomaly. The customer¿s blood glucose level was 120 mg/dl. The down arrow did not work and after pressing it 6 times it would work. They reported that this happened every day. They did not recall having dropped the insulin pump or exposed it to moisture. The block mode was not active. There were no alarms during the time the button was unresponsive. The issue had been happening for about 3 weeks. They had already replaced the battery with a fully charged one but the it was still the same. The device will be returned for analysis.